Event description:
The c1-3 fixation surgery using oasys was done for the pt. The surgeon used the hook at the c2 and c3. After surgery, the hook pushed on the nerve, and the pt experienced neuroparalysis. The pt is still recovering.